Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
The diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy (oad) was used to treat a left anterior descending artery. A total of eight treatments were performed on low speed. After reviewing intravascular imaging, two additional treatments were performed on high speed. Cineangiography imaging was performed which revealed a perforation. Balloon angioplasty and stent placement were performed to resolve the perforation. The patient was stable.